Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they recalibrated the high flow relief regulator. The machine was returned to service with no further issue. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag filled, which was noticed approx 30 mins into treatment. The pt completed treatment after the saline bag was replaced. The building drain height was within spec. There are no obstructions to the drain. The issue was resolved by replacing a leaking flow regulator. There machine is back in svc.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending. A supplemental MDR will be filed at the completion of the investigation.